Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a heart attack after their stage one procedure. The exact timing and cause of the heart attack remain unknown. Stage two of the dbs procedure was postponed due to this event. The patient requires clearance from a cardiologist before proceeding further. The patient's neurosurgeon does not believe that any device contributed to the heart attack. The patient had no prior cardiac history; this was the first event. No additional adverse patient effects were reported. The device remains implanted in the patient. Additional information received stated that the physician's assessment of the heart attack experienced by the patient was not related to the device or the dbs implant procedure.

Manufacturer narrative:
Correction to blocks: e1, h6. Block b3: approximation - event occurred after stage one dbs on 11-17-2025. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7140419; UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a heart attack after their stage one procedure. The exact timing and cause of the heart attack remain unknown. Stage two of the dbs procedure was postponed due to this event. The patient requires clearance from a cardiologist before proceeding further. The patient's neurosurgeon does not believe that any device contributed to the heart attack. The patient had no prior cardiac history; this was the first event. No additional adverse patient effects were reported. The device remains implanted in the patient.

Manufacturer narrative:
Block b3: approximation - event occurred after stage one dbs on 11-17-2025. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7140419, UDI: (B)(4).